Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the inner insulation was kinked/buckled. The distal end of the electrode was covered in blood. The lead was stretched and there was apparent damage at implant. The analyst commented that the lead had been stretched so the inner tubing buckled and prevents the helix from functioning properly.

Event description:
It was reported that during the implant attempt, the lead would not screw in/would not rotate. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).